Manufacturer narrative:
Additional information was received that there were no details if there was a topical medication prescribed by a physician.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given topical medications and will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given topical medications and will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was relocated.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given topical medications and will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given topical medications and will undergo a revision procedure.